Event description:
It was reported that the end user was walking down the hall, going back to bed, with her 1060 probasics walker. As she was getting into bed, the legs of the walker broke. End user fell, sustained a broken shoulder and injured wrist.